Event description:
It was reported that the patient presented to the clinic for a post pacemaker system implant follow up. Upon examination, the right ventricular lead exhibited decreased sensing and increased capture threshold. The anomalies were indicative of a possible lead dislodgement. No intervention was performed at this time and the physician would continue to investigate the matter. The patient remained in stable condition.

Event description:
New information received stated that on (B)(6) 2022, the right ventricular lead was explanted and replaced successfully. The patient's condition was stable during and post procedure.